Event description:
The hospital reported that there had been five endoscopic vein harvesting procedures where they have had issues with the btt port valves and the balloons. The pressure causes the black check valve inside the btt port inflation valve to pop and shoot across the room. The harvester completed the procedure using the same device by reinflating the balloon then immediately removing the syringe and capping the port using the stop cock. The hospital did not report any patient complications. Since it is unknown how many cases there were, dates of the cases, or how many failures occurred during each case, all five will be documented under one case. This report is for the third device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. (B) (4).